Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented to the emergency room after having symptomatic pauses on their device caused by oversensing from the right ventricular lead. The patient was admitted into the intensive care unit and had force pacing until a follow up could be conducted. When the device was interrogated several non-physiologic sensed events were observed in real time on the patient¿s device. While in the electrophysiology lab, the right ventricular lead was disconnected from the device and attached to analyzing cables. The noise oversensing was reproducible. The lead was capped and replaced on (B)(6) 2019. The procedure was completed without any complications.